Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) displayed "detect fan failure" alert. There was patient involvement, but no harm was reported. A different device was used to continue treatment. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the problem was due to the compressor fan not rotating at the required speed. A 1.1w fan was installed for customer use. The unit was tested and ran; it is functioning normally. However, repair is still in progress. The problem was found to be that the power cord near the compressor fan was flattened, causing the fan to not rotate at the correct speed.